Event description:
It was reported that during a nailing procedure while the surgeon was impacting the helical blade coupling screw the top broke off. Pieces were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review revealed no issues related to the complaint. There are heavy rub marks at each end of the shaft, the knob has heavy indentation marks. The knob is broken off with a clean break and likely resulted to excessive force or misuse. Conclusion: the complaint is indeterminate from a manufacturing standpoint.